Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since shunts were placed in a different location than desired, with the brainlab device involved, although: - there is no indication of a systematic error or malfunction of the brainlab device - corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place - according to the surgeon, there were no negative clinical effects to the patient due to this issue (the patient showed the same symptoms as before the surgery), there was no negative clinical effect due to any delay of surgery / anesthesia, the revision surgery was successful and there are no further remedial actions reported that would have been necessary, done or planned for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the undesired shunt position using the navigation at the initial surgery, is a combination of the following contributing factors: - the main cause is that the patient's brain shifted, i.e. Region of interest was at a different position inside the skull during the surgery than at the time of pre-operative CT scan (the size of the ventricles changed between acquisition of the pre-operative scan and surgery date, likely due to additional shunts being removed/placed in this timeframe). Further: - a shift in instrument position or geometry may have occurred: either the navigation reference array moved, during or after draping of the patient and exchange from unsterile to sterile array - or a reference array with bent post was used and exchanged for an undamaged reference array (a post of one of the reference arrays used at this hospital was found to be bent; it could not be explicitly confirmed that this array was actually used at this surgery). Either scenario would lead to a deviation of the navigation virtual display to the actual patient anatomy at this surgery. The initial patient registration was not verified again after the draping of the patient, which would have revealed such a movement/modification of the reference array. - for the initial patient registration on the pre-operative CT to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. - the tip of one of the navigated pointers used at this hospital was found to be bent. Despite it could not be explicitly confirmed that this bent pointer was actually used at this surgery, use at this surgery is likely, and therefore a contribution by this bent tip to a deviation of the navigation virtual display to the actual patient anatomy at this surgery. According to the results of the brainlab investigation and the information provided by the hospital, in regard to the undesired shunt position using the navigation at the revision surgery, a definite root cause could not be determined for this specific issue (as navigation/image data were/are not available). As the same workflow was followed like in the initial surgery, the same conclusions regarding root cause / contributing factors may apply to the revision surgery as well (esp. If the same CT scan and the same instrumentation was used). There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: - inform this hospital about the investigation results - offer an additional training to users at this hospital.

Event description:
A cranial surgery for shunt placement has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: - positioned the patient in a modified sitting position - performed initial patient registration on a pre-operative CT (acquired 8 days prior to surgery) to match the virtual display of the navigation to the current patient anatomy - verified the accuracy of the patient registration and accepted the result - draped the patient and switched the reference array for a sterile one - made several (3-4) attempts to place the shunt using the brainlab disposable stylet - was unable to obtain csf (cerebrospinal fluid) and ended the surgery - obtained a post-operative scan and detected a deviation of about 1 cm between actual and intended shunt position a revision surgery was scheduled (on the same day) during which the surgeon: - performed the same workflow like in the initial surgery - made several (2-3) attempts to place the shunt using the brainlab disposable stylet - decided to abandon navigation - placed the shunt successfully without aid of navigation. According to the hospital, there were no negative clinical effects to the patient due to this issue (the patient showed the same symptoms as before the surgery). Further, there was no negative clinical effect due to any delay of surgery / anesthesia. The revision surgery was successful and there are no further remedial actions reported that would have been necessary, done or planned for this patient.